Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported, "the patient underwent ultrasound-guided PICC catheterization through the left basilic vein on (B)(6) 2023 . The catheterization process was smooth, and the catheter was used normally without abnormalities during the retention period. The patient was transferred to the rehabilitation hospital for admission chest x-ray examination on (B)(6). The report showed that the catheter had broken inside the body. The broken pipe was captured under dsa on the same day."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a subcutaneous break in the catheter was confirmed but the cause is unknown. A series of six photographs of the implicated 4fr single-lumen powerpicc catheter and one radiographic image were returned for evaluation. The catheter has reportedly been inserted slightly longer than a month when the break was discovered. The radiographic image showed the catheter fracture occurred at the left axilla. The catheter, as seen in the photographs, contained a complete circumferential split in the catheter shaft. The catheter material appeared slightly flared outward at the circumferential split. The split edges were fairly straight except in one area where they were jagged. A long longitudinal split was seen transecting the circumferential split. Microscopic examination, tactile evaluation and dimensional analysis could not be conducted without receipt of the physical sample. Although the break could be confirmed, the exact root cause could not be determined from the returned images. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h11.

Event description:
It was reported, "the patient underwent ultrasound-guided PICC catheterization through the left basilic vein on (B)(6), 2023. The catheterization process was smooth, and the catheter was used normally without abnormalities during the retention period. The patient was transferred to the rehabilitation hospital for admission chest x-ray examination on (B)(6). The report showed that the catheter had broken inside the body. The broken pipe was captured under dsa on the same day."